Event description:
Baxter reported "a leakage from the connection of the titanium adapter and transfer set. The tube and titanium adapter separated by itself." Noted during use. No patient injury or medical intervention was associated with this incident per baxter affiliate.